Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. Error code 72 (indicating an issue with the pca) was found in the device log history. Visible foam degradation was observed within the device assembly. The device was scrapped.